Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg several months ago. As such, the patient was unable to communicate with the ipg using the charger. Subsequently, surgical intervention was undertaken to explant the patient's system.